Event description:
It was reported that stimulation had never worked to his satisfaction since implant, he has never had pain relief, he never had therapeutic effect, and that the implant only helped his pain about 20% despite reprogramming. The patient stated that ¿it¿s not doing anything for me at all, maybe just a bit¿ and ¿I have pain constantly.¿ the patient also reported he had pain due to the implantation process when his healthcare provider (hcp) implanted the device. It was noted the patient had spinal stenosis in 2003, it was operated on, but a year later he had it again. The patient had been programmed four times. It was noted the patient did not currently have a pain doctor that managed his implantable neurostimulator (ins). The patient did go to a pain clinic where they gave him oxycontin and a pain lotion that seemed to help a little, but the clinic was not familiar with his stimulator. It was also noted that the patient said there was something wrong with his implant. He charged on sunday and the next day it went to half and a week later the implant battery status was still at half. The patient also reported a broken recharger belt. The patient¿s status was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Event description:
Additional information received reported that if the patient turned the implantable neurostimulator (ins) on ¿real high¿ he ¿still had problems.¿ the patient stated he discussed that with the healthcare professional (hcp). The patient¿s status was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: unknown, lot# / serial# unknown, product type: unknown. Product ID: 3998, lot# v038530, implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4) no longer applies to this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the spinal cord stimulation therapy only helped his back pain a little bit, but not a lot. This had been the same since implant. The patient was thankful for the little bit of relief that it did provide when it was working.